Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was missing the scale markings on the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag with part of the shelf carton from lot # 7352721. Customer states that scale print is missing. The retuned syringe was examined and exhibited part of the scale markings to be missing. CAPA 162566 was initiated to address such issues at this time. A review of the device history record was completed for batch# 7352721. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735897] noted for scratched print. There was one (1) notification [200735784] noted for blank barrels. There were three (3) notifications [200736062, 200736216, 200735882] noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was missing the scale markings on the barrel. No serious injury or medical intervention was reported.